Event description:
It was reported that the femoral implant and head were explanted due to recurrent dislocations on right hip.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding dislocation involving an ceramic head was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned for investigation. Medical records received and evaluation: not performed as no patient medical records were provided for review. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because the device was not returned and no patient medical records were provided for review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that the femoral implant and head were explanted due to recurrent dislocations on right hip.